Manufacturer narrative:
72404155, 626563008, reservoir 65 ml pc/iz.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device not functioning. All components were explanted and replaced. No adverse patient effects.